Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found that mccb (circuit board) was defective. To resolve the issue, fse replaced the mccb. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.